Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, a left bhr surgery was performed on (B)(6) 2009, and the plaintiff later experienced pain and was diagnosed with elevated metal ions. Therefore, a revision surgery was carried out on (B)(6) 2023 during which both bhr components were exchanged for competitor devices. During the revision, amorphous tissue around pericapsular tissues was found, consistent with metal ion deposition. The plaintiff was transferred to the recovery room in stable condition. No other complications were reported.

Manufacturer narrative:
D11: concomitant medical products and therapy dates, g3: report source. Section h3, h6: it was reported that, a left bhr surgery was performed and the patient later experienced pain and was diagnosed with elevated metal ions. Therefore, a revision surgery was carried out during which both bhr components were exchanged for competitor devices. During the revision, amorphous tissue around pericapsular tissues was found, consistent with metal ion deposition. The plaintiff was transferred to the recovery room in stable condition. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported pain, elevated metal ions, and amorphous tissue consistent with metal ion deposition noted intraoperatively cannot be confirmed. The patient impact is the reported clinical reactions, revision and post operative convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. A1: patient identifier.